Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. The investigation found that on power up the device displayed a "service due" message indicating the clock battery needed replacement. No issues were found with the device not running. The clock battery was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Other, other text: h6) additional information was received indicating that the reported event occurred while in use with patient, but there was no patient injury.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device was beeping and would not run. It is unknown if there was no patient, or clinician injury associated with this event.